Manufacturer narrative:
The investigation of the returned coil system found the core wire kinked with lead wire separation at the proximal section of the pusher and the implant not attached to the pusher. The implant was not returned for evaluation. The pusher's heater coil showed no signs of activation using a detachment controller. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that during an embolization procedure, resistance was encountered while advancing the coil, and the delivery device portion of coil kinked. During removal, it was noted that the coil was not attached to delivery device when it came out of catheter, and the coil was reported to be within the intended target. There was no reported injury and the patient was reported to be stable after the procedure.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.